Event description:
The customer reported that the panel was displaying intermittent fatal error codes.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The panel was returned for eval. The unit was repaired for the loose screw issue. The panel was calibrated and self tests were performed. (B)(4).